Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances that measured greater than 2000 ohms. The physician believed the cause of the high out of range pacing impedances to be due to a lead fracture. A lead revision procedure was performed. It was noted that during the extraction of the rv lead, the physician noted having damaged the right atrial (ra) lead. The physician explanted the ra and rv leads and successfully replaced them with new leads. It was also noted the patient experienced a mild pericardial effusion due to the extraction. No additional adverse patient effects were reported. The ra and rv leads are expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances that measured greater than 2000 ohms. The physician believed the cause of the high out of range pacing impedances to be due to a lead fracture. A lead revision procedure was performed. It was noted that during the extraction of the rv lead, the physician noted having damaged the right atrial (ra) lead. The physician explanted the ra and rv leads and successfully replaced them with new leads. It was also noted the patient experienced a mild pericardial effusion due to the extraction. No additional adverse patient effects were reported. The ra and rv leads are expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.